Event description:
It was reported that the patient had surgery on (B)(6), 2011 to replace the migrated magnet of the internal device. After surgery, impedances were within normal limits. The patient is scheduled for device reactivation.